Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2017 with the following findings: during investigation, the moisture ingress complaint could not be duplicated. No moisture was found in the battery compartment or under the display lens. The battery compartment was cracked or under the display lens. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak test was performed and failed due to the battery compartment. The pump was opened to find no moisture damage.